Event description:
Healthcare professional reported "laparoscopic brand and port were removed from the patient. Erosion of the lap-band was noted".

Manufacturer narrative:
Unique identifier (UDI) #: na. Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon implant date and explant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Gastric erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the model number, serial number or the event date. The reporter has declined to provide allergan further information regarding patient data. Device labeling addresses the reported event of gastric erosion as follows: "caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."